Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the left fallopian tube has a partial coil, but the majority of the coil is embedded within the lateral fundic wall") and pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: oral contraceptive nos and mirena. Concurrent conditions included ovarian cyst, vulval irritation, pelvic discomfort and cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal mycotic infection ("complication(s) please describe: recurrent yeast infections/ vaginitis") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vulvovaginal mycotic infection outcome was unknown. The reporter considered back pain, dysmenorrhoea, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015: the right fallopian tube contains a metallic coil consistent with contraceptive device. The left fallopian tube has a partial coil, but the majority of the coil is embedded within the lateral fundic wall. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device." Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Vaginal bleeding, menorrhagia,dysmenorrhea, vaginal discharge, vaginitis, recurrent yeast infections & embedded device were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the left fallopian tube has a partial coil, but the majority of the coil is embedded within the lateral fundic wall') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2015: the right fallopian tube contains a metallic coil consistent with contraceptive device. The left fallopian tube has a partial coil, but the majority of the coil is embedded within the lateral fundic wall. Previously administered products included for an unreported indication: oral contraceptive nos and mirena. Concurrent conditions included ovarian cyst, vulval irritation, pelvic discomfort and cervicitis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia(heavy menstrual bledding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal mycotic infection ("complication(s) please describe: recurrent yeast infections/ vaginitis") with vaginal discharge, abdominal pain ("abdominal pain"), vaginal infection ("vaginitis") and fungal infection ("recurrent yeast infections"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, abdominal pain, vaginal infection and fungal infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fungal infection, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: she received treatment for dysmenonorhea, pelvic pain, abdominal pain, menorrhagia, vaginal discharge, vaginitis, recurrent yeast infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device." Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: abdominal pain, vaginitis, recurrent yeast infections were added. Reporter's information were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain and back pain outcome was unknown. The reporter considered back pain and pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.